Event description:
The event is reported as: complaint alleges: ¿complaint alleges that the solution does not nebulize/mist properly.¿ no pt injury reported.

Manufacturer narrative:
According to the device history record (DHR) review, the documents generated during the assembly of the product do not have records of issues related to functional defects during its manufacture. The condition reported on the complaint description could not be confirmed since the sample involved in the incident was not available for eval. Customer complaint cannot be confirmed based only on the info provided; in order to perform an investigation that can determine if there is a functional problem on the reported device, it is necessary to evaluate the physical sample. The MFR will continue to monitor and trend relating complaints.